Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to low amplitude, noise and oversensing. Troubleshooting and further evaluation of the patient was discussed. This system remains in service. No further adverse patient effects were reported.